Event description:
Overdelivery reported: the pump was programmed to deliver dilaudid in the pca only mode of delivery; 0.1mg/ml, 0.5ml pca dose, 6 minute lockout, 3.0ml 4 hour limit. It was reported that the 6.0ml total syringe volume infused in approximately 2 hours. According to the customer contact, the pt experienced no adverse effects or oversedation related to the overdelivery. There was no medical interventions performed. It was reported that when the nurse was programming the device, she had difficulty programming the concentration. The customer contact did not know how the nurse resolved the programming difficulty. Though requested, there was no add'l info available.